Manufacturer narrative:
The electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up performed two days post implant, a chest x-ray was performed. It was noted that the slack of the electrode was enlarged after implant, indicating that it potentially migrated. The patient is currently being monitored. No adverse patient effects were reported.